Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2014 (pfs) patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Device category changed from device other event to incident. Event pelvic pain make incident. Events added from pfs- abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury. Outcome of event pelvic pain were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) (batch no. B61393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, menses irregular, nabothian cyst, dysfunctional uterine bleeding and pelvic congestion syndrome. Concurrent conditions included menometrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginitis") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on(B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and heavy menstrual bleeding had resolved and the depression, vaginal haemorrhage, vaginal infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2014 (pfs) patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed right coil: 1 , left coil :3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information and patient's medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) (batch no. B61393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, menses irregular, nabothian cyst, dysfunctional uterine bleeding and pelvic congestion syndrome. Concurrent conditions included menometrorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginitis") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and heavy menstrual bleeding had resolved and the depression, vaginal haemorrhage, vaginal infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2014 (pfs) patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed right coil: 1 , left coil :3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) (batch no. B61393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, menses irregular, nabothian cyst, dysfunctional uterine bleeding and pelvic congestion syndrome. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginitis") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, vaginal infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2014 (pfs). Patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed. Right coil: 1 , left coil :3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorme. Bleed') in an adult female patient who had essure (ess205) (batch no. B61393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, menses irregular, nabothian cyst, dysfunctional uterine bleeding and pelvic congestion syndrome. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginitis") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, vaginal infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2014 (pfs). Patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnorme. Bleed. Right coil: 1 , left coil :3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received :lot number added. Events- "abnormal bleeding (vaginal), vaginitis, depression, anxiety and mental anguish", reporter, lab data, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.